Event description:
See initial report.

Manufacturer narrative:
H.10: a review of the DHR could not identify any deviations or non-conformities relevant to the issue. No additional information was provided about this specific case. However, under follow up communication from previous complaints reported by the same hospital livanova learned that the device was cleaned regularly per the instruction for use and is placed inside of the operating theater during use, with the fan of the device positioned to the wall with an estimated distance between the surgery field and the device of 2/3 meters and that the device is fully functional. The root cause of the event could not be determined.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 2-3 meters from the surgery field. In addition, it was learned that the device is stored drained when the period of inactivity is to be prolonged. It is kept full while there is surgical activity. Reportedly, the hydrogen peroxide h2o2 level is checked daily. On weekends it is checked only if there is activity. Based on provided information, during weekends, when the device is stored full of water, the h2o2 level is not checked as prescribed by instruction for use and this may have led/contributed to the reported contamination.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The customer requested deep disinfection to solve the reported contamination. There is no known patient involvement.